Event description:
It was reported the pt experienced a burning sensation about one month after replacement of their ins. There was no fall or trauma related to the onset of the symptoms. The pt was seen in the clinic. Impedance measurements were normal except for electrode 4 and 7, which were low (91 ohms). Palpating the device area caused a burning sensation at the ins pocket when the stimulation was off.